Event description:
Four months after the index procedure, the pt experienced a mace. Pt presented with stable angina (ccs2) and 2-vessel coronary disease. Pt was taken to the cath lab. The pre-procedure medications included: plavix, asa, statins, and anti-anginals. Angiography revealed a confirmed restenotic lesion after stenting, of the native mid rca. The lesion was not pre-dilated. A balloon only angioplasty with 4.0 x 15mm balloon inflated to a max inflation presure of 14 atm was performed with a satisfying result. The pre-procedure diameter stenosis was 90 % and the post-procedure residual diameter stenosis was 10 %, per visual estimate. Timi flow pre and post-procedure was iii. There was no procedural complications. The pt was discharged the next day on plavix for 2 months, asa, statins, and anti-anginals.